Event description:
During surgery the drill bit broke. The surgeon used a secondary drill bit to complete the surgery. The surgery was completed successfully. No fragments fell into the patient and there was not a delay in case.